Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on nov 6, 2018 was submitted erroneously as a duplicated event. This event is currently being submitted under 0001822565-2018-05587.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: unknown inlay, unknown axle. Multiple MDR reports were filed for this event, please see all the reports associated with this event. 0001822565 -2018 -06157, 0001822565 -2018 -06156.

Event description:
It was reported that the patient was revised due to loosening and dislocation approximately 2 months post surgery. Attempts have been made and no further information has been provided.